Event description:
Subsequent to the initial medwatch, additional information received reported that the otw mini trek balloon did not rupture; however, during post stent dilatation, a 3.0x21mm non-abbott balloon ruptured at 26 atmospheres. The balloon dilatation catheter was removed quickly with no resulting complications. There was no additional information provided.

Manufacturer narrative:
(B)(4). Device evaluation: subsequent to initial notification, the following information was received: there were no reported issues with the 1.2x12mm mini-trek. The mini-trek performed as intended.

Event description:
It was reported that during a proximal left anterior descending artery chronic total occlusion stenting procedure, during lesion predilatation, the 1.20x12mm otw mini-trek balloon ruptured on the third inflation at 14 atmospheres (atm). There was no adverse patient sequela and no clinically significant delay in procedure reported. Other balloons were used to successfully complete the procedure. On (B)(6) 2012, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.